Event description:
Customer reported a leak of clear liquid, quantity unknown, from the probe wipe of the coulter lh 500 hematology analyzer. The customer was wearing gloves and lab coat. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the customer technical specialist (cts) worked with the customer to troubleshoot the source of the leak. The cts had the customer clean the bsv (blood sampling valve) on the instrument. The customer cleaned the bsv, tightened the bsv knob and resolved the leak. Failure mode was identified: dirty bsv. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).